Event description:
It was reported that the customer experienced low blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.